Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial connector was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken connector, both output connectors were found to be broken and it was additionally noted that the lower case was broken at the battery drawer, the hanger assembly was cracked and three bosses on the display frame were stripped. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.